Event description:
The customer reported that the insulin pump had low battery alarm less than one week. Customer stated that she needs to change the battery in every 2nd set change. Troubleshooting was done. No blood glucose reading provided. Advised the customer that we will ship a battery cap replacement. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)